Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead was not retained by the facility. Further evaluation not possible without the lead.

Event description:
It was reported during the implant procedure that after repositioning the lead in the rv apex several times, the lead became curved at the end and could not be straightened to implant properly. The lead was removed and a replacement was implanted. There were no patient complications reported.